Event description:
This lay user/patient contacted lifescan in 05 and alleged that she was not able to get a lancet to fully penetrate from the one touch ultrasoft lancing device (sample collection issue). The medical affairs specialist was unable to reach the patient in 05. A letter was also sent. The patient went to the emergency room (date/time not provided) since her lancing device was not workng. It is not known as to how long she was not able to test her blood glucose. She did not take any actions (food/drink, or medication) prior to going to emergency room. It is also not known if she was experiencing any symptoms and her medication regimen was not provided. At the hospital, she was given insulin (dosage/amount not provided). At the time of troubleshooting, it was verified that this was not a new product and that the patient was using lifescan brand lancets. She was also using the correct cap and appropriate depth setting. The patient's technique for sample collection was reviewed and she was using the product according to instructions. Her technique for removing/installing the lancet from the device was also reviewed to be correct. However, thei issue was not resolved and the lancet was not fully penetrating. Although there is insufficient information regarding the events leading to the emergency room visit, the patient was not able to test due to the issue and received insulin from a medical professional. Therefore, this complaint is reported as an adverse event. A replacement device was sent to the lay user/patient.